Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of physical damage from the insulin pump. The customer's blood glucose reading was 5.7 mmol/l. The customer had an issue with securing in the battery cap and reservoir. The customer stated that the battery cap and reservoir kept coming off from the compartment. The customer noticed cracks on both the compartments and o-rings. The customer also noticed a crack on the left side corner of the screen. The customer stated that the drive support was still indented. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.